Manufacturer narrative:
Date manufacturer received: september 13, 2016. The product analysis indicates that one un-sealed sample, part number 1883264hs, from lot number 0206720884 was received. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), m4 handpiece, and calipers were used to evaluate the device. When compared to the assembly drawing and viewed under magnification, there was damage to the hub and inner shaft that is consistent with improper loading. There was damage to the inner hub chevrons caused by the handpiece drive mechanism and striations around the outside diameter of the shaft 1.27¿ from the distal face of the inner hub which corresponds to the reduction in diameter of the outer tube. The deformation of the hub would have resulted in a ¿tight fit¿. The instructions for use provides detailed instructions for properly loading a bur/blade into the handpiece. Functionally, the bur loaded securely into a handpiece. Additional function tests were not performed due to the internal damage. The bur would not be properly supported if improperly loaded into a handpiece and would result in friction as well as the reported subsequent heat / noise.

Manufacturer narrative:
The device has not been returned. A product analysis has not been completed.

Event description:
It was reported that intraoperative, a high speed bur got hot and was noisy. The bur also seemed to have too tight of a fit. The high speed bur was used with an m4 microdebrider at 12,000 rpm in a forward direction. A replacement bur was used to complete the case. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.